Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds two days post implant procedure. The lead was reprogrammed. The x ray was done two days after and confirmed micro perforation. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.